Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced gel smearing. This event occurred 63 times. The following information was provided by the initial reporter. The customer stated: when the tube is centrifuged, the separating gel is released and mixed with the serum.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced gel smearing. This event occurred 63 times. The following information was provided by the initial reporter. The customer stated: when the tube is centrifuged, the separating gel is released and mixed with the serum.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 24-feb-2022. H.6. Investigation: bd received 7 samples and 3 photos for investigation. The photos were reviewed and the indicated failure mode for fibrin and poor serum was observed. Additionally, the customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The retention samples were tested and upon completion, the indicated failure mode for fibrin and poor serum was not observed. 7 contaminated samples were received from the customer in support of this complaint. No testing could be performed for the used returned samples. Visual examination of returned samples did confirm reported defects for fibrin and poor serum. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure mode, fibrin and poor serum (rbc¿s in gel) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode fibrin and poor serum based on photos and returned samples. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced gel smearing. This event occurred 63 times. The following information was provided by the initial reporter. The customer stated: when the tube is centrifuged, the separating gel is released and mixed with the serum.